Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient's contact called into technical support regarding ultrafiltration (uf) questions with the patient's cycler. It was reported that the patient had been draining slowly for up to two hours at a time on the cycler. The patient's treatment records were reviewed and there was no evidence of a large drain. The patient's contact reported that the patient was recently in the hospital for peritonitis and abdominal pain. The technical support representative advised that the patient discontinue the use of their cycler and to follow up with their peritoneal dialysis nurse (pdrn) regarding the event. It was reported that the patient would revert to manual therapy. Upon follow up, the pdrn reported that the patient's peritonitis was attributed to touch contamination. Additional information was requested, however not made available.

Manufacturer narrative:
Additional information: clinical investigation: there is a temporal relationship between continuous cycle peritoneal dialysis (ccpd) therapy with the liberty cycler set and the peritonitis. However, it is not possible to determine the source of the patient¿s infection. According to the pdrn the source of the peritonitis was due to touch contamination. The device was not returned for evaluation. All dialysis treatments include a certain risk of infection because of the decreased immune defenses of patients in established renal failure (erf) and because dialysis techniques increase the potential of microbial contamination. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
The sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.